Event description:
Customer called to report a hospitalization due to high blood glucose on (B)(6) 2014. Blood glucose reading was over 500 mg/dl. The cause of the hospitalization was determined to be diabetic ketoacidosis. The customer stated that the high blood glucose was caused by the cannula on the mio infusion set breaking. Customer mentioned that he had vomited due to the high blood glucose. The customer also stated that the insulin pump was damaged. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.